Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 31mm in length and extended from a position 8mm proximal of the proximal markerband to 21mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was severely tortuous and mildly calcified with 60% stenosis. The balloon was inflated three times at 20 atmospheres for 1 minute before it ruptured and was removed from the patient's body by pulling it back.

Manufacturer narrative:
B5 describe event or problem has been updated

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was severely tortuous and mildly calcified with 60% stenosis. The balloon was inflated three times at 20 atmospheres for 1 minute before it ruptured and was removed from the patient's body by pulling it back.